Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the insertion needle was separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. This complaint is against the insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was broken off of one of his sensors and was stuck inside of the serter. The customer also indicated that their blood glucose was low at 43 mg/dl. The customer was advised that the device would be replaced.